Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject guidewire was seen to be broken/fractured and stretched 11cm from the tip with the platinum wire exposed. The subject core wire distal end was observed through the distal tip dome. No anomalies were noted to the hydrated subject guidewire. Functional inspection was not performed due to damage noted to subject guidewire. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire distal tip broken/fractured during use was confirmed during analysis. The reported guidewire difficult to advance could not be duplicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation, based on the damage noted. Additional information provided by the customer states that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was moderately tortuous. The subject guidewire was positioned within the internal carotid artery (ica) c5 when the issue occurred. The subject device was returned, and the distal section of the subject guidewire was confirmed to have been fractured and stretched. It is probable that the patient's anatomy caused difficulties in advancing the subject guidewire and causing the subsequent subject guidewire fracture due to the attempts to manipulate the subject guidewire. An assignable cause of procedural factors will be assigned to the as reported codes guidewire difficult to advance and guidewire distal tip broken/fractured during use and to the analyzed codes guidewire distal tip broken/fractured during use and guidewire distal tip stretched, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a procedure, the physician punctured a right femoral artery and placed 8f artery sheath. Physician used a slim guidewire to bring a guide catheter to c1 and then used a middle catheter to deliver the subject guidewire into the microcatheter. Resistance was encountered during the delivery of the subject guidewire within the microcatheter shaft. The physician withdraw the subject guidewire and found that the tip of the guidewire was fractured. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a procedure, the physician punctured a right femoral artery and placed 8f artery sheath. Physician used a slim guidewire to bring a guide catheter to c1 and then used a middle catheter to deliver the subject guidewire into the microcatheter. Resistance was encountered during the delivery of the subject guidewire within the microcatheter shaft. The physician withdraw the subject guidewire and found that the tip of the guidewire was fractured. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.